Event description:
It was reported that oscillating saw attachment has stopped working after surgery. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. No further information has been provided.

Manufacturer narrative:
(B)(4). G2 - foreign: pakistan. The device has been returned and repairs to the oscillating and ratchet system were carried out. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.